Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Console logs from the reported day of event (2025-05-14) are consistent with complaint and show controller error alarms (1039, defective optical sensor lamp), preceded by ¿5s¿ parameter measurements, which indicate very low, or no light, entering the optical bench ccd detector. The alarm was persistent, upon each console boot-up, and occurred for the first time on (B)(6) 2025 (pump 577012 was used), and was observed upon each boot-up between (B)(6) 2025. Logs prior to (B)(6) 2025 show optical bench fully operational during preventive maintenance testing on (B)(6) 2025 (pm documentation shows ¿5s¿ within specification), and no alarms during first brief power-cycle on (B)(6) 2025, when console was already at the customer¿s site. Inspection of the console performed and revealed that lamp assembly was producing light, and despite no visible contamination of optical connector fiber there was no light coming out of optical pump connector. After replacing the connector with a know-good one, the issue was resolved, and ¿5s¿ parameters were within specification. The controller error alarms was caused by damaged optical pump connector, however the root cause of the failure was not determined due to lack of evidence.

Event description:
It was reported that a automated impella controller had a controller error that was discover in the cath lab. The issue was not related to a procedure therefore no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation found is underway. Upon completion of our analysis, a supplemental report will be filed. Console logs from the reported day of event (B)(6) 2025 are consistent with complaint and show controller error alarms (#1039, defective optical sensor lamp), preceded by ¿5s¿ parameter measurements, which indicate very low, or no light, entering the optical bench ccd detector. The alarm was persistent, upon each console boot-up, and occurred for the first time on (B)(6) 2025 (pump 577012 was used), and was observed upon each boot-up between (B)(6) 2025 and (B)(6) 2025. Logs prior to (B)(6) 2025 show optical bench fully operational during preventive maintenance testing on (B)(6) 2025 (pm documentation shows ¿5s¿ within specification), and no alarms during first brief power-cycle on (B)(6) 2025, when console was already at the customer¿s site. Inspection of the console performed in danvers revealed that lamp assembly was producing light, and despite no visible contamination of optical connector fiber there was no light coming out of optical pump connector. After replacing the connector with a know-good one, the issue was resolved, and ¿5s¿ parameters were within specification. The controller error alarms was caused by damaged optical pump connector; however, the root cause of the failure was not determined due to lack of evidence.